Event description:
The customer alleges back to back results of 176 and 98 mg/dl. No report of an adverse event. Controls were run the next day by a nurse educator who told her the controls were in range, but did not provide results. This customer has gestational diabetes and takes oral diabetic medications. Return requested and replacement was sent.